Event description:
Voluntary medwatch report received notes right ventricular lead exhibited low pacing impedance, loss of capture, and oversensing noise. The device was reprogrammed. No patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5151665.